Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having an inquiry about the pump. The customer¿s blood glucose was 500mg/dl at the time of incident. The customer was wondering if the pump will shut off because of the heat since he phone shut off. The customer was advised to monitor pump.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime or a33 test, rewind test and excessive no delivery test. Device was received with normal operating currents. Device was monitored and no unexpected device shut off noted during the testing. (B)(4).